Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was received in good condition with scratched screen. No keypad/labels were removed. The device was tested 3 times all 3 test passed within internal specification. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The reported issue could not be duplicated; however, the downstream sensor will be replaced as a preventive measure.

Event description:
It was reported that a smiths medical cadd legacy I pump failed a pressure test. No patient harm reported.